Event description:
It was reported that the reprocessor had never been prepared for long term storage since (B)(6) 2024, and still had chemical in it. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation of the device. Updated fields: h2, h6, h11 no device was returned to olympus for evaluation. The field service engineer (fse) has assessed the malfunction at the user facility. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.